Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Os 111092 - the dentist reported that six months after the dental implant was installed in intraoral region #5 it was verified its non- osseointegration . Thirty-five ncm of primary stability was achieved and immediate load was not performed. Patient presented bone type iii.